Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "axillary lymph node enlarged".

Event description:
Patient reported a left side "rupture." Healthcare professional reported "axillary lymph node enlarged." Device was explanted.

Event description:
Patient reported a left side "rupture." Healthcare professional reported "axillary lymph node enlarged." Device was explanted.

Manufacturer narrative:
"Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.